Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The lesion was pre-dilated with a maverick 2.0x15mm balloon. The physician attempted to place a promus 2.5x15mm stent to the severely tortuous, mildly calcified, proximal left anterior descending (lad) artery, but the balloon burst at 6 atms. Upon removal of the stent delivery system (sds), balloon withdrawal resistance occurred, and the balloon "seemed stuck to the stent strut." The physician moved the stent forward and backward to remove the balloon, but during the removal of the sds balloon, the stent migrated "a little ostial of the lesion" and was not fully deployed. The physician attempted to insert a maverick2 2.0x20mm balloon for further dilatation of the stent, but was unable to insert the balloon inside of the stent, and it burst. A non bsc balloon burst in an attempt to inflate the stent as well. At this point, the physician decided to crush the stent as positioned. The procedure was completed with a non bsc 2.5x18mm stent. No patient injuries or complications were reported. Patient status post procedure is noted as good.